Event description:
An optometrist reported a patient with corneal erosion of the left eye upon waking 10 weeks post lasik treatment. The patient reported the eye drys out and is required to continually use artificial tears. The topical steroids were increased. Additional information has been requested.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior and after the date of treatment. Logfiles review shows that the concerned treatment was completed to 100 % and all laser system functions were within specifications at this day. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).